Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections e2, e3, h4 and h6. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A conclusive root cause was not identified. However, based on the available information, the investigation determined the likely cause of the reported event was a communication failure between the endoscope and the subject device due to corrosion and/or rust of the electrical contacts of the output socket. In addition, the corrosion is likely attributable to the repeated use of the device in an insufficient drying condition. As stated in the instruction for use, as a preventive measure: "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear."

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that a "b30" communication error was generated. There was no patient injury, associated with the problem, reported to olympus.